Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: after a successful surgery on an unspecified date, it was noted that there was blood visible in the interior of the battery housing/lid after opening. (B)(4). This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: part was returned to manufacturer on 07/25/2013. Additional evaluation and investigation was performed/coordinated by synthes (B)(4), and the report states the following: the battery handpiece has been dismantled and checked for conformance to print specifications. All concerned components were found to be in compliance with the technical drawings and specification. The handpiece was also checked for leakage and was found to be tight, no residues were found.

Event description:
This is 1 of 1 report for complaint (B)(4).